Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The customer reported that during implantation of an axsos 3 tibial plate the surgeon noticed swarf building up around the head of the axsos 3 locking screw as he was inserting it by hand. On the x-ray the surgeon could see that debris had built up at the plate hole and the thread was no longer on the screw. Another screw was used to complete the case. All swarf was removed from the patient. There were no delays to the case.